Event description:
It was reported to philips that loss of geometry and grinding sounds during table motion on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System returned to use; no clear permanent fix documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).